Manufacturer narrative:
D10 concomitant product: 134053, 134053 premium surgiclip ii 11.5, (lot # p5h1015) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a premium clip applier was used during an open mastectomy and reconstruction with flaps when the physician attempted to clip vessels during the mastectomy. A clip loading or firing issue was reported, and the clips were described as malformed in a y-shape when released/deployed. Clips were reported to have disengaged and fallen into the patient cavity after deployment; the clips were visible and were retrieved with an instrument. To complete the procedure, another device from the same lot was opened and had the same issue, and then another clip applier from a different lot was opened and worked as intended. No patient complications have been reported as a result of this event.